Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl14120 vascular stent graft allegedly partially deployed and the outer sheath fractured. The delivery system was removed without complication. There was no reported patient injury. This information was received from one source. The patient was a male who weighed 108 kilograms. The patient's age was not provided.

Manufacturer narrative:
H10: the device was returned for the one complaint. The company is still investigating the issue at this time. The device is labeled for single use. H11: g1, h6 (method. Results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the device was provided and a lot history review was performed. The investigation is confirmed for partial stent deployment. However, a definitive root cause could not be established. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl14120 vascular stent graft allegedly partially deployed and the outer sheath fractured. The delivery system was removed without complication. There was no reported patient injury. This information was received from one source. The patient was a male who weighed 108 kilograms. The patient's age was not provided.

Manufacturer narrative:
The catalog number identified is not been cleared in the us, but is similar to the fluency endovascular stent graft that is cleared in the us. The pro code for the fluency endovascular stent graft is identified. The sample was not returned to the manufacturer for inspection/evaluation; however, a photo was provided. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl14120 vascular stent graft allegedly partially deployed and the outer sheath fractured. The delivery system was removed without complication. There was no reported patient injury. This information was received from one source. The patient was a male who weighed (B)(6) kilograms. The patient's age was not provided.